Event description:
It was reported that revision surgery was scheduled to be performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.